Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site replaced and calibrated the bottle 'b' load cells (bottle sensor) to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that samples were tested on the ortho provue analyzer with no wash solution reagents in the wash bottles. The incident occurred in 2008. The customer indicated that they noted the wash solution bottles were completely empty after the batch testing was completed. The customer indicated that no erroneous results were reported and all testing were as expected. If the probe is not washed properly, carry over and or cross contamination could occur which could lead to erroneous test results.